Event description:
The customer reported that at 17,000 joules, the side-firing surgical fiber lost aiming beam output and would not fire energy - went into standby mode; when the system was reset to read mode and the foot peddle depressed, the system would revert back to standby mode. The case was completed using a second fiber without further issue. There was no report of injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report that the fiber lost aiming beam and went into standby mode, is not considered a reportable issue. Upon analysis, the fiber was found to have been broken proximal to the fiber cap. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis, fiber breakage during use, could also result in an unsafe firing condition and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be anatomical / procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns the user not to bend the fiber at sharp angles.